Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely skin breakdown after wound healing issues. Reportedly, according to the explant report form, the skin over the device was not intact and the surgical wound never healed after implantation. Damages found during device investigation are most likely related to the explantation surgery. The user was not re-implanted with a new device.

Event description:
The med-el team in (B)(4) was informed that the device was explanted. Additional information from the device explantation report form stated that the device was explanted due to wound issues/ breakdown. The skin over the device was not intact. The user was not re-implanted with any device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The med-el team in (B)(4) was informed that the device was explanted. Additional information from the device explantation report form stated that the device was explanted due to wound issues/ breakdown. The skin over the device was not intact. The user was not re-implanted with any device. As per further information, the wound never healed after implantation and 4mm lifts were used.